Manufacturer narrative:
Follow-up #1: date of submission: 8/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: black box shows dates from (B)(6) 2011. Black box shows evidence of unexplained power on reset events on (B)(6) 2011. Pump intermittently powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery cap threads damaged. A test battery cap was used for all testing. Battery compartment crack observed below grip pad. Pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.